Event description:
A surgeon reported that he had trouble tracking a passive biopsy needle during a biopsy procedure. The site tried to clean the passive markers on the needle and moved the lights and camera with no affect. They were able to track all other instruments without issue. When the surgeon rotated the needle, he was able to track with yellow status, but was unable to take samples from several different positions. He proceeded with the case using navigation. There was no impact on patient outcome reported.

Manufacturer narrative:
No return expected.